Event description:
This report is based on information provided by philips field service personnel and is being investigated by the philips complaint handling team. Upon inspection of device event log the following error message was identified. 1008cbit - autozero of proximal and machine sensor failed. Investigation is ongoing.

Manufacturer narrative:
H10:this report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the autozero of proximal and machine sensor failed. It was reported there was no patient involvement at the time the issue was discovered. This complaint record is being closed without further investigation per request of field service engineer. No further action required. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17430.